Manufacturer narrative:
Upon visual inspection no physical damage was observed; however the drive shaft was exhibiting binding and resistance. This observation was not related to the reported event. The autopulse platform is a reusable device and was manufactured on 28 sep 2012. It has exceeded its serviceable life of 5 years and is approaching 6 years old. The platform was functionally tested using a good known autopulse li-ion battery with a large resuscitation test fixture and operated with compression without any issue or error message observed. Chest compression, as a part of cardiopulmonary resuscitation (CPR), has a high rate of patient adverse events. Common skeletal injuries (rib, sternum and spine fracture), common internal organ injuries (liver and spleen), and common clinical events secondary to those injuries (pneumothorax) are expected adverse event for both manual and mechanical cprs. The chest compression generated by the autopulse system may lead to an injury profile that is no worse than manual CPR. Similarly, a randomized trial of manual CPR and phased manual plus autopulse CPR found no difference in cardiac, pulmonary or cerebral damage. Complications in autopulse-treated patients occurred at a rate not exceeding that of manual CPR. The aha guidelines 2000 states, "even properly performed chest compressions can cause rib fractures in adult patients." The guidelines further state, "concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death." The recently released guidelines 2005 deliver a similar message, "rib fractures and other injuries are common but acceptable consequences of CPR given the alternative of death from cardiac arrest." The 2015 aha guidelines update for CPR reemphasized the importance of high-quality chest compressions, and recommends to ensure adequate compression rates and adequate compression depth. Rib fractures and other injuries are common but acceptable consequences of manual and mechanical CPR. Concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death. In this case, after the autopulse platform (B)(4) was used on a patient, the crew observed bruising and/or cuts on the both sides of the torso along the line of the lifeband. The crew didn't observe bruising or marks on the patient prior to use. The event of "bruising and/or cuts on the both sides of the torso along the line of the lifeband" was possibly related to the autopulse device since the connection of the reported injury to using autopulse cannot be ruled out.

Event description:
As reported, the autopulse platform (B)(4) was used on a patient. The crew observed no bruising or marks on the patient prior to use. After the use of the platform, the crew observed bruising and/or cuts on the both sides of the torso along the line of the lifeband.